Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an external device. The reason for call was patient mentioned that they haven't been able to charge since friday, they have been trying to charge for 3 days now. Patient mentioned that whenever they tried to charge the implant, they would just see searching for the device, green light flickers on the controller and then the light would turn to yellow and then same issue. Agent had patient reset the controller, check for damages, and start recharging session. Patient mentioned seeing poor recharge quality. Reposition the recharger and try again message. Agent had patient reposition the recharger and try again. Patient mentioned getting the same error. Agent verified that the patient was using the replacement recharger. Patient mentioned that when they got the replacement recharger, it worked for a while, and then, they were having an issue again. Agent had patient unplug the recharger and clean connection pins and softly blow on the controller port. Agent had patient repositioned the recharger several times, but patient kept on getting the same message - poor recharge quality. Reposition the recharger and try again. Agent attempted to do a passive recharge mode, however, patient would still get the same message. Agent asked, patient confirmed no recent fall, injury, or body structure change. Patient also confirmed they weren't wearing thick clothing. Agent redirected patient to hcp.